Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire remained left behind at insertion site. Patient reported experiencing discomfort at insertion site. Dexcom has issued an rga for patient to return the device to be investigated. Patient did not report any injury or medical intervention at time of contact with dexcom technical support.